Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 03dec2018. The customer has replaced the liquid crystal display and returned the unit to service.

Event description:
The customer reported the display went out. There was no patient or user harm reported. The event date was not specified; estimate used.